Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. The torque with which the locking screw was tightened and the method of seating the stem into the baseplate was not provided. The product experience report indicates that the replacement articular surface chosen by the surgeon had a thickness of 23mm, however, the initially implanted articular surface had a thickness of 17mm. It is unk why the surgeon chose to use a thicker articular surface during the revision. Based on the available information a definitive root cause can not be ascertained at this time. H6: evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008 and revised in 2009 due to the locking screw backing out of the articular surface.